Event description:
Doctor reported that a file separated in the canal during a procedure. The pt was reportedly referred to a specialist, though it is not known as of this report if the separated piece was successfully retrieved.